Manufacturer narrative:
The event occurred on the date of implant. Manufacturer's investigation conclusions: the report of difficulty attaching the sealed outflow graft to the pump cover was confirmed. The sealed outflow graft was returned with screw ring and c-ring dissembled from the graft attachment. The c-ring, which is used to secure the screw ring to the graft attachment, was bent into a coil shape, instead of laying flat. The evaluation could not conclusively when or how the c-ring became bent. Dimensional analysis of the c-ring found the width, thickness, and inner diameter to be within specification. Examination of the screw ring found no evidence of damage or defect to the screw threads and the exterior show no evidence of tool marks. The graft attachment hardware appeared unremarkable. Dimensional analysis of the c-ring groove found it to be within specification. Review of manufacturing documentation, including c-ring placement and screw ring installation, found no deviations from manufacturing or quality assurance specifications. The graft attachment was reassembled with the returned c-ring and screw ring. After properly seating the c-ring within the c-ring groove, the screw ring spun freely around the graft hardware without any of the hardware becoming unseated. The outflow graft was then able to be fully mated with a test hm3 pump cover without issue. The reported event appeared to be the result of the c-ring not being properly seated within the graft attachment, however, the evaluation could not conclusively determine how or when the c-ring became unseated. The center was able to use the sealed outflow graft from the backup implant kit and the implant proceeded with no further issues reported and no delay in surgery. The complaint investigation confirmed the reported issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The patient remains ongoing with the replacement device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during left ventricular assist device implantation, it was not possible to connect the outflow graft to the pump. Reportedly, a part of the outflow graft connector was broken, which was easy to detect. A backup implant kit was opened and a new outflow graft was used without any further issues and no delay in surgery. No further information was provided.